Manufacturer narrative:
This is our combined intial and final report on this incident.

Event description:
The customer reported discrepant b typing results with ih-card abo/d(dvi- )+rev.a1, b on ih-1000. The customer stated that the anti-b was false positive, but in the manual retest the reactions was correctly negative. The images the customer provided did not show false positive results with this lot, but question mark results with the anti-a and ih-cell a1 instead of negative reactions. Visually assessed the reactions were negative and therefore modified to negative by the user. The customer did neither provide the complaint sample of the affected product lot for investigational testing nor the patient samples that had caused false positives. Therefore, our quality control laboratory tested their retention sample with different donor samples on ih-1000. All positive and negative reactions were correct. A field service engineer was on site and checked out the ih-1000 system. He cleaned and calibrated the reading camera and made sure the tubing was attached securely and sealed well on the pds module. He replaced the left and right probe as well as the localization lighting module and localized both probes. He completed the instrument verification per current service procedures. The instrument was running to bio-rad standards. The fse suspected that the false positives were caused by a carryover due to an insufficient rinsing between different pipetting steps. The customer stated that issue was resolved with the last work order and was satisfied with the performance of the instrument. Therefore, the customer did not see any need to continue with the investigation. Based on this statement of the customer the trace files were not investigated. Based on the image provided by customer the complaint was classified as confirmed - unexpected product performance. The complaint sample was not available, and the retention sample reacted as expected. The issue could be successfully solved by the field service engineer working on the ih-1000 instrument. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.